Manufacturer narrative:
One cardiomems patient electronic power supply belonging to main unit cm1100 with sn (B)(6) were received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The power cord was plugged in and connected to a standard test power supply, the green light on the power supply turns on indicating issue was isolated to only the frayed power supply.

Event description:
The patient reported that the cord is broken. Device evaluation verified the power supply cable was frayed and wires were exposed. The power supply was replaced and there were no adverse consequences reported by the patient.